Event description:
Event description guidant received information that this right atrial lead's impedance was greater than 2,500 ohms. At that time it was also noted that there was difficulty getting the right ventricular lead impedance value. A guidant technical services consultant recommended testing the ventricular lead in vvi mode and the impedance test was successful. A procedure was performed to replace the right atrial lead and it was confirmed that there was a complete fracture in the lead. The lead was explanted and another right atrial lead was successfully implanted during the procedure. No adverse patient effects were reported.